Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion vnmc3125c207te stent graft was implanted during the endovascular treatment of a thoracic dissection. It was reported post the index procedure a type ib endoleak was observed. It was noted that this endoleak was to be expected due to thoracoabdominal aortic dissection and incomplete stenting of the aorta (to avoid spinal ischemia). Approximately 3 months post the index procedure intervention was completed where 2 additional valiant navion vnmc3131c182te/ vnmc3125c207te stent grafts were implanted to complete the elimination of the dissecting aneurysm. The cause of the type ib endoleak is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.